Manufacturer narrative:
(B)(4). The device was received, and an evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a condition of no audio. Service evaluation identified and verified the no audio condition. The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A condition of no sound was observed during evaluation of a returned spectrum pump. There was no patient involvement. No additional information is available.